Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('pieces are still in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("pieces are still in uterus") and complication of device removal ("she just removed coils via tube pieces are still in uterus"). The patient was treated with surgery (removed coils via surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, device breakage, device expulsion and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: incomplete device removal, pelvic pain, device breakage, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('pieces are still in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion ("pieces are still in uterus") and complication of device removal ("she just removed coils via tube pieces are still in uterus"). The patient was treated with surgery (removed coils via surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, device breakage, device expulsion and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: incomplete device removal, pelvic pain, device breakage, device expulsion no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.